Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stim, gastrointestinal pelvic floor. It was reported that patient (pt) states they don't feel the device has ever worked for them. Patient states they now have been experiencing pain around the device and into the hip and down their leg for the maybe the past 6 months. Patient states they have an appointment with their doctor to have their device removed. Patient states they have tried turning stim off for about a month but they don't believe it did any good. Patient states it's like a sharp stabbing pain in their hip and knee when they try to walk. The patient was redirected to their healthcare provider to further address the issue. No device issues were reported.